Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not rewinding. The customer received a no delivery alarm and was trying to change the infusion set but was stuck at the rewind complete and bolus delivery loop. The no delivery alarm was resolved by changing the complete reservoir and infusion set. Troubleshooting was performed and it was noted that the insulin pump did not exit the rewind complete and bolus delivery loop. The fill tubing process was not completed successfully. The customer's blood glucose level was 453 mg/dl. The customer treated their high blood glucose with a manual injection. The customer declined troubleshooting for their high blood glucose. They also reported that they received an off no power alert. They did not receive a low battery alert prior to the off no power alert. The device will return for analysis.